Manufacturer narrative:
(B)(4). This report was filed by the MFR. The event logs were received. The review is not complete. A follow-up report will be submitted when the investigation is complete.

Event description:
The hospital has requested an event log review. They believe that a dilaudid pca infusion may have been programmed incorrectly. They could not provide the intended programming, but stated that the intended dose was higher than the default and they believe that the default dose was programmed and ran for about 24 hours. The pt may have received an underinfusion of dilaudid and experienced pain. No medical intervention provided. No additional info provided.